Manufacturer narrative:
The device was returned and evaluated. The return device analysis did not confirm the reported gripper actuation issue as the grippers performed as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information and without a failure mode, a definitive cause for the reported gripper actuation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), after successfully completing the final arm angle test, when the clip was opened to 120 degrees; the grippers changed position independently from 120 degrees to 30 degrees. The grippers were raised and lowered, but they could not hold their position. The cds was not used and was replaced. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.